Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a 1978 journal article that a patient underwent a cardiac procedure and steel suture was used for sternal closure. Post operatively, complication included reoperation for bleeding, wound infection with disruption of the sternum, dehiscence after prolonged mechanical ventilation, disruption of the sternum with wires cutting through the bone and falling into the anterior mediastinum following repeated, long attacks of hiccups. Additional information was requested.